Event description:
It was reported that there was chemotherapy administered to a pediatric patient at a rapidly, infused at inaccurate rate. There was patient involvement but no harm. The clinician indicated the event had occurred at an unspecified time in the past and was not able to provide an additional details.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.